Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported of no vibration.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no vibration patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were functional, but device did not vibrate.

Manufacturer narrative:
(B)(4).